Event description:
During an in clinic follow up, loss of capture was observed on the left ventricular (lv) lead. An x-ray imaging was performed and the lv lead was found dislodged. The patient experienced a low heart rate and dizziness as a result. The lv lead was explanted and replaced to resolve this event. The patient was stable..

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.